Manufacturer narrative:
Manufacturing and sterilization records for se5525wvb, lot w5117 were reviewed and found to be acceptable. Due to covid19 outbreak, hospitals are discouraged from releasing used products. For this reason the product will not be returned and will therefore not be evaluated. Further investigation is underway.

Event description:
A user facility in (B)(6) reported that a cutter was not cutting well. Cutting stopped and aspiration continued though the surgeon stopped aspiration as soon as the cutter stopped cutting and aspiration continued. The surgeon asked the nurse to change to another pack. Surgery was completed with no impact to the patient.

Manufacturer narrative:
Product was not returned for investigation into the root cause. Plant evaluation showed product was performing as intended after review of all qs documentation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.